Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Three days after surgery, the neurosurgery fellow notified a representative of medtech, the cst, that the patient had a hemorrhage and was in the intensive care unit. The fellow believed high blood pressure during surgery may have played a role and indicated that blood was present on left side, where only three electrodes were placed, despite the higher concentration of electrodes on the right side. Electrodes for trajectories ¿la¿ and ¿lph¿ appear bent but accurate, and trajectory ¿lah¿ appears 2 millimeters deep. Inaccurate electrode placements on the right side likely did not contribute to this issue. Information was also received from the surgeon that the patient's prior condition (cardiovascular disease) was likely a contributory factor.

Event description:
Three days after surgery, the neurosurgery fellow notified a representative of medtech, the cst, that the patient had a hemorrhage and was in the intensive care unit. The fellow believed high blood pressure during surgery may have played a role and indicated that blood was present on left side, where only three electrodes were placed, despite the higher concentration of electrodes on the right side. Electrodes for trajectories la and lph appear bent but accurate, and trajectory lah appears 2 millimeters deep. Inaccurate electrode placements on the right side likely did not contribute to this issue. Information was also received from the surgeon that the patient's prior condition (cardiovascular disease) was likely a contributory factor.

Manufacturer narrative:
It was reported that an hemorrhage occurred post-operatively. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data log indicates an inaccuracy occurred and could be the cause of the hemorrhage. This inaccuracy is due to a user error which did not follow the IFU recommendations. Indeed, the surgeon decided to proceed without attaching the patient to rosa device as specified in the IFU. Then, 2 additional probable root causes were identified : the electrodes deformation and patient's cardiovascular issues. No adverse event other than the hemorrhage are reported regarding patient's health. The investigation determined that the rosa device did not contribute to the issue.